Manufacturer narrative:
The customer's report was verified at zoll medical corporation and attributed to the color cable. The color cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.